Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On an unknown date, port was implanted. Discharge diagnosis included that the patient had a history of port-a-cath placement which was currently not functioning and was scheduled for revision/repair. On the same date, chest x ray showed right sided port-a-cath in good position. Four days later, port injection was performed. Port cath was flushing but there was no blood return. The catheter was in right internal jugular vein and the tip was in superior vena cava. The reservoir was accessed, and contrast was injected. The examination demonstrated a distal catheter tip filling defect consistent with a fibrin sheath and small thrombus. The next day, port cath exchange was performed. Ultrasound guided micropuncture access to the right common femoral vein was performed. A guidewire was advanced into the superior vena cava. The micropuncture sheath was exchanged for a 7 french vascular sheath. Next a 5-french catheter was advanced to the superior vena cava. The guidewire was removed. Superior venacavogram was performed. Next, the 5 french catheter was exchanged for a snare device. Multiple attempts to snare the distal aspect of the catheter fibrin sheath stripping were performed without success. Decision was made to abort efforts at fibrin sheath stripping and proceed to port-a-cath replacement. Skin overlying the existing port was then prepped and draped in the usual sterile manner. A transverse incision was made over this port. The port was then freed from the chest wall using blunt dissection. The entire port catheter assembly was removed under fluoroscopic guidance. Next attention was turned towards placement of a new port catheter under ultrasound and fluoroscopic guidance. Ultrasound guided micropuncture access to the right internal jugular vein was then performed. An 0.35 guidewire was then advanced into the inferior vena cava. A new port was placed in the port pocket and tunneled to the new internal jugular vein access site. A peel away sheath was then advanced over the guidewire into the superior vena cava. The catheter was then cut to length and delivered through the peel away sheath. The peel away was removed and the catheter tip was left near the cavoatrial junction. The pocket was then closed. The patient tolerated the procedure well. Around two months later, apparent filling defect within a subsegmental branch of the left lower lobe. A small pulmonary embolus cannot be completely excluded. Around fifteen days later, port check was performed. Intact port and catheter with the tip in the region of the superior vena cava. Fibrin sheath at catheter tip will preclude blood draws but may be used for infusion. Sixteen days later, a transverse incision was made, and the port catheter and chamber were removed by blunt dissection. Next placement of new port (1608062, rezf1453) was performed. Ultrasound demonstrated a patent right internal jugular vein. After ultrasound interrogation and local anesthesia of the right neck region, real-time ultrasound guidance was utilized to access the patient's right internal jugular vein. A subcutaneous pocket was formed along the right upper chest by making a transverse incision long enough to accommodate the port reservoir and forming the pocket caudal to the incision by blunt dissection. A peel-away sheath was placed at the venotomy site. The catheter was advanced through a tunnel to the venotomy site and introduced into the central venous system via the peel-away sheath. The catheter was then trimmed to length, attached to the port, and flushed with saline. The reservoir was inserted into the pocket and secured with sutures. The patient tolerated the procedure well with no evidence of immediate complications. Two days later, xr chest revealed right sided port appreciated with associated catheter terminating at superior vena cava right atrial junction. Around three months later, there was a right chest port-a-cath in place. The insertion site was not inflamed, and the patient was receiving IV fluid through this port-a-cath. Around one month later, radiologic findings revealed right lower lobe and left upper lobe pulmonary emboli. Left upper lobe pulmonary embolus appears chronic. Right lower lobe pulmonary emboli could be acute, subacute or chronic. Around eight months later, chest x ray showed right subclavian port-a-cath was unchanged in position. Therefore, the investigation is confirmed for the reported suction issue and fibrin sheath formation. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2016), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two months and eight days post a port placement via the right internal jugular vein, the patient was allegedly diagnosed with pulmonary embolism. It was further reported that the patient experienced fibrin sheath formation at the catheter tip and it allegedly precluded blood draws. Reportedly, a transverse incision was made and the port catheter and chamber were removed by blunt dissection from the patient and replaced with a new port. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that two months and eight days post a port placement via the right internal jugular vein, the patient was allegedly diagnosed with pulmonary embolism. It was further reported that the patient experienced fibrin sheath formation at the catheter tip and it allegedly precluded blood draws. Reportedly, a transverse incision was made and the port catheter and chamber were removed by blunt dissection from the patient and replaced with a new port. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2016) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.